Manufacturer narrative:
The initial report had the incorrect information related to auto mode. The correct information has been provided with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they drove to clinic due to high blood glucose on (B)(6) 2019 at 4 pm. The customer¿s blood glucose was over 500 mg/dl at the time of hospitalization. Auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated high blood glucose with fluid. Customer did not allege possible insulin pump was under delivery. Customer declined to perform a carelink upload. The device will not be returned for analysis.